Manufacturer narrative:
The complaint device is not being returned and therefore unavailable for a physical evaluation. Follow up information has been requested but till date nothing has been provided. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A root cause for this issue cannot be determined. Based on the complaint history and the information provided, at this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Braking screw during football match 20 months after procedure surgery. As remedial action patient passed revision surgery (B)(6) 2013 arthroscopy procedure. Has been removed broken screws and made remplissage. To stabilisation surgeon use 2 titanium anchor. See associated medwatch # 1221934-2014-00132.

Event description:
Braking screw during football match 20 months after procedure surgery. As remedial action patient passed revision surgery (B)(6) 2013 arthroscopy procedure. Has been removed broken screws and made "remplissage". To stabilisation surgeon use 2 titanium anchor. See associated medwatch # 1221934-2014-00132.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.